Event description:
It was reported during a laparoscopic cholecystectomy while using an al326 from the fdc05 laparoscopic cholecystectomy kit the surgeon fired the trigger of the clip applier and the clips shot out of the applier. The applier could not be used to complete the case. A new al326 was opened to complete the case. There was no consequence to the pt.